Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('no essure coil in her right tube / the left coil could not be seen'), blood loss anaemia ('heavy bleeding followed by anemia') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (due to cholecystitis) on (B)(6) 2010, delivery in 2005, multigravida, parity 5, breech delivery and ex-tobacco user. The pathology report showed that there was no essure coil in her right tube. The operative report says the right coil was present but the left coil could not be seen. Unsure if both coils were removed or if one is still in her body. On (B)(6) 2017, impression: possible small submucosal uterine fibroid. On (B)(6) 2018, impression: the patient has menorrhagia and dysmenorrhea with documented anemia as a result along with chronic perimenstrual pain. Although ultrasound is basically unremarkable her physical exam clinically could represent adenomyosis and or adhesions from previous surgery to remove essures that had caused her significant problems. On (B)(6) 2018, final diagnosis: uterus and cervix, hysterectomy: cervix: no significant histopathologic changes. Endometrium: secretory endometrium; negative for neoplasia and hyperplasia. Myometrium: focal adenomyosis; essure coils are present in the left and right cornu. Concurrent conditions included blood transfusion (due to anemia) since 2015, panic disorder, insomnia, dermatitis mycoid, uterine cramps, right lower quadrant pain, flank pain, vaginitis, vaginal discharge, skin lesion, pelvic pain, urinary tract infection, myalgia, acute sinusitis and anemia. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and back pain ("severe back pain (sharp)"). In august 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxiety") and uterine adhesions ("let side fundus a small coil that is covered with serosal adhesions"). The patient was treated with surgery (B)(6) 2016 laparoscopic bilateral, (B)(6) 2018 transabdominal hysterectomy and laparoscopic bilateral salpingectomy with removal of essure coils) and blood transfusion. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, blood loss anaemia, fatigue and uterine adhesions outcome was unknown, the genital haemorrhage had not resolved, the abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage and uterine adhesions to be related to essure (ess205). The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. After essure removal all the pain resolved either immediately or within one week post-removal. Depression and anxiety have lessened and the heav bleeding continues. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: bilateral essure devices in place. Hysterosalpingogram - on (B)(6) 2015: results: essure devices appear intact, essures were in the right place. Pathology test - on an unknown date: results: no essure coil in her right tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, dysmenorrhoea. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event serosal adhesion added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in or around (B)(6) 2005. Shortly after undergoing the implantation of essure, plaintiff began to suffer severe menstrual, abdominal, and back pain. Additionally, plaintiff also began to suffer from depression and fatigue as a further result of being implanted with essure. Moreover, she also began experiencing heavy bleeding and pain during intercourse after undergoing the implantation of essure. A doctor told her that symptoms were likely caused by essure. Plaintiff was scheduled for removal of her essure which will be performed another doctor. Quality-safety evaluation (ptc global number: (B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly undergoing the procedure, began to experience abnormal bleeding and severe abdominal pain. Plaintiff was scheduled for removal of her essure. These events, seen as genital bleeding and abdominal pain, are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Menstrual pattern changes and genital bleeding may occur, as well. Considering their nature and implied temporal relationship, causality between reported events and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('no essure coil in her right tube / the left coil could not be seen') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (due to cholecystitis) on (B)(6) 2010, delivery in 2005, multigravida, parity 5, breech delivery and ex-tobacco user. The pathology report showed that there was no essure coil in her right tube. The operative report says the right coil was present but the left coil could not be seen. Unsure if both coils were removed or if one is still in her body. On (B)(6) 2017, impression: possible small submucosal uterine fibroid. On (B)(6) 2018, impression: the patient has menorrhagia and dysmenorrhea with documented anemia as a result along with chronic perimenstrual pain. Although ultrasound is basically unremarkable her physical exam clinically could represent adenomyosis and or adhesions from previous surgery to remove essures that had caused her significant problems. On (B)(6) 2018, final diagnosis: uterus and cervix, hysterectomy: cervix: no significant histopathologic changes. Endometrium: secretory endometrium; negative for neoplasia and hyperplasia. Myometrium: focal adenomyosis; essure coils are present in the left and right cornu. Concurrent conditions included blood transfusion (due to anemia) since 2015, panic disorder, insomnia, dermatitis mycoid, uterine cramps, right lower quadrant pain, flank pain, vaginitis, vaginal discharge, skin lesion, pelvic pain, urinary tract infection, myalgia, acute sinusitis and anemia. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2012, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain") and back pain ("severe back pain (sharp)"). In (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blood loss anaemia ("heavy bleeding followed by anemia"), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxiety"), uterine adhesions ("let side fundus a small coil that is covered with serosal adhesions") and pelvic pain ("pelvic pain"). The patient was treated with surgery (B)(6) 2016 laparoscopic bilateral, (B)(6) 2018 transabdominal hysterectomy,bilateral salpingectomy) and blood transfusion. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, blood loss anaemia, fatigue, uterine adhesions and pelvic pain outcome was unknown, the genital haemorrhage had not resolved, the abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, pelvic pain and uterine adhesions to be related to essure (ess205). The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. After essure removal all the pain resolved either immediately or within one week post-removal. Depression and anxiety have lessened and the heavy bleeding continues. Discrepancy noted in removal date : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: bilateral essure devices in place. Hysterosalpingogram - on (B)(6) 2015: results: essure devices appear intact, essures were in the right place. Pathology test - on an unknown date: results: no essure coil in her right tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, dysmenorrhoea. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received. New event added: pelvic pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('no essure coil in her right tube / the left coil could not be seen') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation (due to cholecystitis) on (B)(6) 2010, delivery in 2005, multigravida, parity 5, breech delivery and ex-tobacco user. The pathology report showed that there was no essure coil in her right tube. The operative report says the right coil was present but the left coil could not be seen. Unsure if both coils were removed or if one is still in her body. On (B)(6) 2017, impression: possible small submucosal uterine fibroid. On (B)(6) 2018, impression: the patient has menorrhagia and dysmenorrhea with documented anemia as a result along with chronic perimenstrual pain. Although ultrasound is basically unremarkable her physical exam clinically could represent adenomyosis and or adhesions from previous surgery to remove essures that had caused her significant problems. On (B)(6) 2018, final diagnosis: uterus and cervix, hysterectomy: cervix: no significant histopathologic changes. Endometrium: secretory endometrium; negative for neoplasia and hyperplasia. Myometrium: focal adenomyosis; essure coils are present in the left and right cornu. Concurrent conditions included blood transfusion (due to anemia) since 2015, panic disorder, insomnia, dermatitis mycoid, uterine cramps, right lower quadrant pain, flank pain, vaginitis, vaginal discharge, skin lesion, pelvic pain, urinary tract infection, myalgia, acute sinusitis and anemia. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2012, the patient experienced genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain") and back pain ("severe back pain (sharp)"). In (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), blood loss anaemia ("heavy bleeding followed by anemia"), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxiety"), uterine adhesions ("let side fundus a small coil that is covered with serosal adhesions") and pelvic pain ("pelvic pain"). The patient was treated with surgery ((B)(6) 2016 laparoscopic bilateral, (B)(6) 2018 transabdominal hysterectomy,bilateral salpingectomy) and blood transfusion. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, blood loss anaemia, fatigue, uterine adhesions and pelvic pain outcome was unknown, the genital haemorrhage had not resolved, the abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, pelvic pain and uterine adhesions to be related to essure (ess205). The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. After essure removal all the pain resolved either immediately or within one week post-removal. Depression and anxiety have lessened and the heav bleeding continues. Discrepancy noted in removal date : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: bilateral essure devices in place. Hysterosalpingogram - on (B)(6) 2015: results: essure devices appear intact, essures were in the right place. Pathology test - on an unknown date: results: no essure coil in her right tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no essure coil in her right tube / the left coil could not be seen") and genital haemorrhage ("heavy bleeding") in a (B)(6) old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation (due to cholecystitis) on (B)(6) 2010, multigravida, parity 5, delivery in 2005 and breech delivery. Concurrent conditions included blood transfusion (due to anemia) since 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain (sharp)"), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation and fatigue outcome was unknown, the genital haemorrhage and anxiety had not resolved, the abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the depression was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue and genital haemorrhage to be related to essure (ess205). The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. After essure removal all the pain resolved either immediately or within one week post-removal. Depression and anxiety have lessened and the heavy bleeding continues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: no results were provided the pathology report showed that there was no essure coil in her right tube. The operative report says the right coil was present but the left coil could not be seen. Unsure if both coils were removed or if one is still in her body. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2017: plaintiff pfs received: the following events were added: device dislocation, mental disorder and anxiety. Medical history and lab results were provided. Information regarding essure removal was also reported. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation"), device dislocation ("no essure coil in her right tube / the left coil could not be seen"), haemorrhagic anaemia ("heavy bleeding followed by anemia") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation (due to cholecystitis) on (B)(6) 2010, multigravida, parity 5, delivery in 2005, breech delivery and ex-tobacco user. Concurrent conditions included blood transfusion (due to anemia) since 2015, panic disorder, insomnia, dermatitis mycoid, uterine cramps, right lower quadrant pain, flank pain, vaginitis, vaginal discharge, skin lesion, pelvic pain, urinary tract infection, myalgia, acute sinusitis and anemia. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain (sharp)"), fatigue ("fatigue") and dyspareunia ("pain during intercourse"). In 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain") and anxiety ("anxiety"). The patient was treated with surgery (transabdominal hysterectomy.) And surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, haemorrhagic anaemia and fatigue outcome was unknown, the genital haemorrhage had not resolved, the abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage and haemorrhagic anaemia to be related to essure (ess205). The reporter commented: plaintiff did not claim that she was allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. After essure removal all the pain resolved either immediately or within one week post-removal. Depression and anxiety have lessened and the heavy bleeding continues. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: bilateral essure devices in place. Hysterosalpingogram - on (B)(6) 2015: essure devices appear intact. The pathology report showed that there was no essure coil in her right tube. The operative report says the right coil was present but the left coil could not be seen. Unsure if both coils were removed or if one is still in her body. On (B)(6) 2017, impression: possible small submucosal uterine fibroid. On (B)(6) 2018, impression: the patient has menorrhagia and dysmenorrhea with documented anemia as a result along with chronic perimenstrual pain. Although ultrasound is basically unremarkable her physical exam clinically could represent adenomyosis and or adhesions from previous surgery to remove essures that had caused her significant problems. On (B)(6) 2018, final diagnosis: uterus and cervix, hysterectomy: cervix: no significant histopathologic changes. Endometrium: secretory endometrium; negative for neoplasia and hyperplasia. Myometrium: focal adenomyosis; essure coils are present in the left and right cornu. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, back pain, dysmenorrhoea. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received, reporter added, event added :- hemorrhagic anemia, fallopian tube perforation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.